Manufacturer narrative:
Imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the preparation, the package was opened, and it was observed that the cutting wire was loose, making the device impossible to use. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: photo of the complaint device outside the patient was provided by the customer and showed the wire/anchor was dislodged from the catheter.